Manufacturer narrative:
The returned valve was patent. It met the requirements for siphon, and pressure-flow testing. The valve also met the requirements for leak testing. Therefore the conditions of the complaint could not be duplicated by laboratory personnel. However the valve did not meet the requirements for reflux and pre-implantation testing. There was a large amount of proteinaceous debris observed within the interior and exterior of the valve. Debris within the valve may hold pressure-flow controlling mechanisms open resulting in fluid reflux. The instructions for use that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris.¿ a review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the patient had the surgery on (B)(6) 2016 due to hydrocephalus. According to the report, the device was found to be leaking at the distal connection intraoperatively. The report stated the doctor used a new device to complete the surgery successfully. Reportedly, there was no injury to the patient and the patient is doing well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.